Manufacturer narrative:
Product analysis is pending. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged about three weeks post implant resulting in high capture thresholds. Subsequently, this patient underwent a revision procedure and this rv lead was explanted and replaced with a different lead, same model. The rv lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Testing was completed to assess lead electrical performance and outer insulation integrity. Measurements were within normal limits. Detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead dislodged about three weeks post implant resulting in high capture thresholds. Subsequently, this patient underwent a revision procedure and this rv lead was explanted and replaced with a different lead, same model. The rv lead was returned. No additional adverse patient effects were reported.